Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced insulin flow blocked alarm event on (B)(6) 2024. The blockage was in the tubing. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
E1:patient city- (B)(6), patient country- united states.